Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2330 captures the reportable event of pain. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # it was reported that a stent removal procedure was performed to remove a stent implanted on (B)(6) 2025. During the procedure, the stent was difficult to remove. The grasper used to remove the stent was thin and not strong enough to remove the stent, resulting to implanting a percuflex plus ureteral stent to complete this procedure. The patient was scheduled for a percutaneous nephrotomy procedure, the patient was in pain and was brought for cystoscopy instead. The two stents were able to be removed and had completed the procedure. No further patient complications reported.